Manufacturer narrative:
Investigation has not yet begun. This report will be updated when additional information from the dentist has been received.

Event description:
It was reported that the implant failed. It was noted that the thin bone fractured which cause the implant to fail. Portion of bone is still attached to the implant.